Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. The sales representative brought an alternative device to the hospital and confirmed the reported alarm in the alarm log. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an oxygen blending module error code was found in the device's error log. The device's oxygen blender pca board and interface pca board need to be replaced to resolve the issue. The oxygen blender pca board is out of stock so the scheduled repair has yet to be completed.